Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was provided on (B)(6) 2021. It was reported that the patient's son was the person who called the ambulance. The patient was no taken to the hospital and was treated by ambulance on site. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. Date of issue is an approximation. The sensor was inserted into the abdomen. It was indicated that the patient was taking medication containing hydroxyurea, which is off-label usage of the device. The patient stated that he treated himself with too much insulin and blacked out. The cgm was reading 4.6 mmol/l but the bg was 1.1 mmol/l. He was treated with glucose infusions in the ambulance. At the time of the report later the same day he said that his bg was steady at 8 mmol/l. The amount and timing of the last dose of hydroxyurea before the event is unknown. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. This is being reported due to adverse event and/or medical intervention. No additional patient or event information is available.